Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pace impedance measurements and fractured near the clavicle, which was visible on fluoroscopic imaging. Subsequently this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.